Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced an unexplained severe hypoglycemic episode that led to an emergency department evaluation after the user treated with oral glucose, with no identifiable precipitating factors despite troubleshooting that ruled out missed meal announcements, exogenous insulin, or recent medication changes. Symptoms included hypoglycemia. Outcomes included a serious health impact consistent with hypoglycemia requiring unplanned medical attention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device-related findings and insufficient information to identify a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.